Event description:
Meter name: one touch profile, strip name: lifescan one touch, meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: no symptoms. A pt reported that the meter caused pt to pass out. Their meter allegedly was reading inaccurate erratic. The result on their meter was 98 (unit of measurement unk) and "while taking a nap, sugar levels dropped to 29 and customer passed out." In 2001 customer did a meter to lab comparison. Their meter read 115mg/dl. The result on the lab was 146mg/dl. The time difference between pt's meter and lab was less than 10 mins. Treatment unk. No further info has been reported.